Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he had high blood glucose of 459 mg/dl, customer was trying to treat with a bolus but the insulin pump alarmed no delivery. Customer stated he was high because he had just finished eating. Alarm and possible causes were explained to the customer. Customer was advised to disconnect from the quick release. Customer was advised to perform a fixed prime, insulin did exit. Customer was advised it might be possible site issue and to change entire set. Customer stated he will change the entire set when he gets home. No further information reported.